Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for routine follow-up. It was noted that the right ventricular lead was dislodged, no adverse events occurred as a result. The lead was explanted successfully. The patient¿s condition before, during and post procedure was stable.